Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to verify keypad/button unresponsive/button error alarm or perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and force sensor.¿no moisture damage on the keypad traces noted. The j1 connector on pcba 1 was locked properly during visual inspection. Successfully downloaded history files and traces using thump. Critical pump error (open book image) alarm was triggered by a pump error 35 fatal alarm confirmed in the pump history file/traces on 04-jul-2024 at 19:05:01 due to moisture damage on the force sensor. Force sensor zero offset within specification (21.75 mv). No stuck button error alarm found in the pump history file/trace on the event date 04-jul-2024. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Critical pump error (open book image) alarm confirmed due to pump error 35 alarm. Pump error 35 alarm confirmed due to moisture damage on the force sensor. Pump exposed to moisture confirmed on the pcba 1, pcba 2 and force sensor. Keypad/button unresponsive/button error alarm was unknown. Blank display not confirmed. Cosmetic damage confirmed at the back of the battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced that the insulin pump had severe pump error 35, there was a crack at the back of the pump, then a blank display, and the insulin pump was exposed to fluid in the past. There was no visible water/fluid in the pump, and there was also no response from any button. The customer reported no adverse events. The event involved product(s) mmt-1884. Troubleshooting was performed, and the customer reported that the pump was exposed to moisture, but there was no visible fluid in the pump. Also, the customer reported buttons not being responsive after a keypad anomaly and/or a stuck button alarm. The pump has not been exposed to altitude change. The customer reported a blank display. Battery cap contacts and battery compartments and/or springs are not damaged. The display did not return after inserting a new battery. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported a critical pump error other than the open book image error, or critical pump error 24. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer response was that the device would be returned.